Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that mars 2.02 had headrest lowered and was not raising. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
A field service technician inspected the operating table involved. During the inspection it was found that the error was generated because the back section end-limit sensor was misadjusted, preventing it from recognizing the end-limit. Therefore, the technician adjusted the sensor. After the repair the device was working as intended. The initial allegation of an unintended movement was not confirmed; it was determined that a loss of function of the head/back section was the issue. The customer reported that the head section could no longer be raised. However, the head section is not motor driven. The head section is typically installed at the coupling points of the back section which can be adjusted motor driven. Since the lack of motorized movement was reported as an issue, it can be assumed that the end limit sensor of the back section caused the event. The exact cause of the sensor misalignment was not identified. Should additional relevant information become available, a supplemental report will be submitted.